Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and a second cartridge alarm occurred during basal insulin delivery. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer's blood glucose was 134 mg/dl.